Manufacturer narrative:
Follow-up #1: date of submission 06/29/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/11/2015 with the following findings: a review of the pump¿s black box data showed no loss of prime warning. The force readings were observed to be normal. During testing, the rewind, load cartridge, and prime steps were performed successfully with no alarms. The force sensor calibration was found to be out of required specification. The force sensor resistance was found to be within specifications. The pump successfully completed the 24 hour duration test with no loss of prime warnings occurring. The pump was opened and no damage was found to the force sensor circuit. Unrelated to the complaint, investigation revealed that the battery compartment was cracked along the side and the display was dim with discolored text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).